Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a possible pocket infection. A remote transmission was done that indicated atrial lead undersensing and one ventricular undersensed beat. The implantable pulse generator (ipg) and both the atrial and ventricular leads remain in use. No further patient complications have been reported as a result of this event.